Event description:
Procedure performed: ratlh. Event description: the porch tore from the ring and half of it came off. No patient injury or illness associated with this event. Replaced a new hospital inventory gtb14 and procedure was completed. This event unit will be returned. Intervention: replaced to a hospital inventory new gtb14 and the procedure was completed. Patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ratlh. Event description: the porch tore from the ring and half of it came off. No patient injury or illness associated with this event. Replaced a new hospital inventory gtb14 and procedure was completed. This event unit will be returned. Intervention: replaced to a hospital inventory new gtb14 and the procedure was completed. Patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the bag separating from the ring. Based on the condition of the returned unit and the description of the event, it is likely that the sheath was not properly heat sealed to the ring during manufacturing, causing a weak or incomplete film-to-ring seal. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.